Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the code "4613 - minor injury/ illness / impairment " provided in the section "h6 - health effect - impact code" of the follow-up #1 report was not required and should not have been entered in that supplemental MDR report. In review, it was also noted that patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report, that "company representative" box was not checked in section "g2" of initial MDR report which should have, and that section "d6b" was not addressed in the section "h10" of the follow-up #1 report after it was learned that the lens had been explanted. Therefore, the corrections have been made in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian section d6b: if explanted, give date: unknown, the information was not provided. Section g2: report source added: company representative note: acknowledgement 2 for this report was received on (B)(6) 2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On (B)(6) 2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that phacoemulsification and aspiration (pea) as well as lens and glaucoma surgery (trabectomy) were performed simultaneously on the day of surgery. As a result, endophthalmitis occurred, and the posterior capsule and vitreous (usually preserved in pea) were removed. Additionally, it was reported that the lens was explanted in a secondary surgical procedure in which the posterior capsule was removed and a vitrectomy was performed with no adverse effect on the patient. Initially, it was reported that the doctor does not assume that the issue is caused by the intraocular lens (iol). The doctor is careful about infection control and is not convinced that this was only intraocular inflammation. It was stated that currently there is no problem with postoperative visual acuity. Additionally, it was indicated that as a result of culturing, no bacteria was detected so the doctor thinks that it was not infectious endophthalmitis, but instead suspects that the issue may have been caused by lens, and that the issue now is tass possibly caused by metal contacting the iol. Additional codes added: section h6: health effect - impact code: 4629 section h6: health effect - impact code: 4625 section h6: health effect - clinical code: 4469 corrected data: in review, it was noticed that for the 'g4' explanation, the model (dcb00) was inadvertently mentioned in the initial MDR report instead of 'dib00' which incorrect. The information has been corrected in this supplemental MDR report and the following sentence was updated accordingly: section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Also in review, it was noticed that the code '4648' was inadvertently entered in the initial MDR report which is incorrect. The correct code that should have been entered is '4613'. This supplemental MDR report captures the correct code and the following field was updated correctly: section h6: health effect - impact code: 4613 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that nine eyehance intraocular lenses (iol) were used on (B)(6) 2021, and endophthalmitis developed in two cases. The issue was identified on the second day after surgery. It was indicated that the two surgery cases were not performed in consecutive order. Both cases had undergone trabeculotomy simultaneous surgeries. The patient was planned to have removal of the iol, and suture fixation of intraocular lens after intraocular cleaning at a university hospital at a later date. Cleaning during surgery had always been conducted with great caution. On the day of surgery, some people from outside visited there to observe demonstration of electrocardiogram. It was stated that it is unknown whether the cause of the endophthalmitis was from the lens or the trabeculotomy. It was indicated that the lens was planned to be explanted; however, the explant has not yet been confirmed. The lens remains implanted. This emdr report captures the event with the first lens. A separate report is being submitted for the event with the second lens.